Manufacturer narrative:
Exact date unknown, event occurred eight months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and was not using the spinal cord stimulator (scs) that much. Reprogramming was performed and was successful. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient was experiencing inadequate stimulation and was not using the spinal cord stimulator (scs) that much. Reprogramming was performed and was successful. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well and the device will not be returned as it was discarded by the facility.